Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor was reseated and the ps1 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a control panel error at boot up. No pt injury was reported.